Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 8-10mm x 2.3mm, concentric, de novo target lesion was located in the moderately tortuous and mild to moderately calcified left circumflex artery. Following predilation with a 2.0mm x 12mm emerge balloon catheter, a 2.25 x 12 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The synergy¿ stent was withdrawn and the physician noted that the distal stent edge was flared. The stent was exchanged with another of the same device and was deployed successfully. The lesion was post dilated was check with intravenous ultrasound(ivus). The procedure was completed with another 2.25 x 12 synergy¿ drug eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 8-10mm x 2.3mm, concentric, de novo target lesion was located in the moderately tortuous and mild to moderately calcified left circumflex artery. Following predilation with a 2.0mm x 12mm emerge balloon catheter, a 2.25 x 12 synergy drug eluting stent was advanced but failed to cross the lesion. The synergy stent was withdrawn and the physician noted that the distal stent edge was flared. The stent was exchanged with another of the same device and was deployed successfully. The lesion was post dilated was check with intravenous ultrasound(ivus). The procedure was completed with another 2.25 x 12 synergy drug eluting stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.